Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging battery contact issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2: correction 11/12/2015. The sub-category of the initial 3500a should have been "meter casing issue". No other details regarding the initial complaint have changed.